Manufacturer narrative:
(B)(4).

Event description:
It was further reported the patient underwent open heart surgery to correct the reported perforation. The patient has recovered from surgery and been discharged from the hospital.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the septum of the right ventricle was perforated. Vascular access was obtained via the right femoral vein. During the premature ventricular contraction (pvc) ablation procedure a perforation occurred while ablating the anterior septum of the right ventricle using the intellanav oi catheter. The perforation caused a pericardial effusion that required pericardiocentesis to alleviate pericardial pressure. The patient also required surgical intervention to correct the perforation. The patient is stable and recovering from surgery.